Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas to report that the patient¿s blood glucose reading was running in the 500 mg/dl 2 weeks ago. The patient did not have any symptoms at the time of concern. The patient reportedly is going through puberty. As a result of the elevated blood glucose reading, the healthcare provider made changes to the patient¿s insulin to carbohydrate ratio and basal settings. At the time of the phone to animas, the patient has resumed insulin pump therapy. Troubleshooting indicated there was no malfunction associated with the hyperglycemic event. The basal and advance features are programmed as intended. The date/time is set accurately. This complaint is being reported because the patient had elevated blood glucose reading above 500 mg/dl while on insulin pump therapy. The animas insulin pump could not be ruled out as a contributor of the reported issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/21/2016 with the following findings: the bb begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. A battery compartment is crack was found above and below the bumper pad. The display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).